Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power up) was confirmed. Upon evaluation, the monitor will not power up. The cause of this failure was the 12v line being shorted to ground, causing thermal damage to the ca board. The root cause of the shorted ca board cannot be positively identified. There were no adverse events associated with the monitor malfunction.

Event description:
A us distributor reported that a monitor will not power up.